Event description:
The customer reported the system displayed an error. Further information from the field engineer determined that the system had failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.